Event description:
Customer reported while the restraint was in use with a patient, the patient was able to break the restraint. Customer is unsure exactly what part of the restraints are broken. This was discovered while in use with a patient but the date of when it occurred was not provided. No pt injury reported.

Manufacturer narrative:
Eval of the returned product found that the material that holds both the connecting strap and the waist strap is torn. (B)(4).